Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h4, h6, h11. The codman perforator (261221) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a potential contributor to the reported failure may have been related to the positioning of the drill and/or technique during use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Territory manager has confirmed they have scheduled an official extra training session with the account.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a disposable perforator (ID 261221) was either used or functioned incorrectly during a burr hole and plunged into the patient. The drill used was electric. The recommended spring tests were performed between each burr hole. According to information provided, it is unknown if there was patient injury. It is unknown if the perforator clicked in place in the drill. It is also unknown how the procedure was completed.